Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, a vns treating physician reported that the vns patient has high impedance and is being referred for a full revision surgery. Additional information will be requested from the physician by the manufacturer's consultant but no further information has been received to date. Although surgery is likely, it has not yet occurred. The patient's programming history was reviewed and the last system diagnostics test listed was from the date of implant, (B)(6) 2006, which showed output=ok/lead impedance=ok/dcdc=1/eri=no. A battery life calculation was performed with the programming history available which revealed 0.08years until eri=yes.

Event description:
Additional information was received on (B)(4) 2011, when the manufacturer's consultant reported that the high impedance was discovered on (B)(6) 2011. The patient's vns had shown diagnostics (B)(6) months earlier within normal limits, but the date was not provided. No patient trauma or manipulation occurred that was believed to have caused or contributed to the high impedance and no x-rays will be taken. Although surgery is likely, it has not yet occurred.

Event description:
Additional information was received on (B)(6) 2012, when clinic notes were received. Review of the clinic notes dated (B)(6) 2012, revealed that when the physician last saw the patient he had referred the patient to a surgeon due to high impedance, but the surgeon did not wish to perform any surgery or co-operation right now for concerns of tolerance. The patient's vns was interrogated again on (B)(6) 2012 and the device was disabled. The patient was noted to have done fairly well in regards to seizure activity; however he has had four harder seizures than normal since (B)(6). The patient was given 5mg of onfi to see if it can help with the longer and harder seizures. The clinic notes dated (B)(6) 2012 revealed that the patient has had only 3 small seizures since last month and that the patient is much improved; the initiation of onfi helped with the patient's seizures. The clinic notes also indicate that the patient has a history of streptococcal infection. Although surgery is likely, it has not yet occurred.